Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that the steps taken to resolve the issues of having a damaged device after they fell was that they "did not use and charged better when walking". They stated their issues had resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from accompany representative regarding a patient implanted with a neurostimulator (ins) used for spinal pain. It was reported patient fell twice while on cruise ship and fell once on the right side and once on the left. Patient was concerned that he might have damaged his device system in the falls. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded to a letter on 06-24, stating that the device inside was not damaged from the fall. It just would not charge properly. Their issue resolved when they received the new recharger. (In related file). No further information was reported.